Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The current blood glucose level is 180 mg/dl. Based on customer¿s report insulin pump allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.